Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. It was reported that versacross connect laac access solution selected for wm laac procedure. Post procedure/prior to discharge, once the closure device was deployed, the physician checked for effusion and noticed a small effusion leading to cardiac tamponade, which was not present at the start of the procedure. It was noted that the patient's blood pressure was low at 59/33 mmhg. The physician performed a pericardiocentesis and drained 350cc of the pericardial effusion. The patient was hospitalized, and is expected they fully recover and be discharged. Procedure was completed. Product return is not expected. It was further reported that the patient was hospitalized beyond standard care of time, but patient discharged status is yet not disclosed. The device is not expected to return as discarded. Cardiac surgery and pericardialcentesis were performed as additional medical intervention. The versacross device was not inside the patient body when patient complication begun. The physician did not specify if any versacross device caused issue or malfunctioned during procedure. No malfunctions were reported.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. It was reported that versacross connect laac access solution selected for wm laac procedure. Post procedure/prior to discharge, once the closure device was deployed, the physician checked for effusion and noticed a small effusion leading to cardiac tamponade, which was not present at the start of the procedure. It was noted that the patient's blood pressure was low at 59/33 mmhg. The physician performed a pericardiocentesis and drained 350cc of the pericardial effusion. The patient was hospitalized, and is expected they fully recover and be discharged. Procedure was completed. Product return is not expected. It was further reported that the patient was hospitalized beyond standard care of time, but patient discharged status is yet not disclosed. The device is not expected to return as discarded. Cardiac surgery and pericardialcentesis were performed as additional medical intervention. The versacross device was not inside the patient body when patient complication begun. The physician did not specify if any versacross device caused issue or malfunctioned during procedure. No malfunctions were reported. It was further reported that the patient was discharged later (no date information provided), and the physician informed that the patient was doing well.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields. Describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. It was reported that versacross connect laac access solution selected for wm laac procedure. Post procedure/prior to discharge, once the closure device was deployed, the physician checked for effusion and noticed a small effusion leading to cardiac tamponade, which was not present at the start of the procedure. It was noted that the patient's blood pressure was low at 59/33 mmhg. The physician performed a pericardiocentesis and drained 350cc of the pericardial effusion. The patient was hospitalized, and is expected they fully recover and be discharged. Procedure was completed. Product return is not expected.